Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The valve got fully and partially re-sheathed 2 times due to the implant being too high and the valve moved during deployment. The final implant depth at non-coronary cusp (ncc) was 3.57mm and left coronary cusp (lcc) was 4.37mm. The patient developed a left bundle branch block (lbbb) prior to discharge from hospital and no treatment required. The lbbb was resolved the following day and the patient was then discharged. On (B)(6) 2026, atrial fibrillation was noted on the monitor, the patient was advised to go to the emergency department for evaluation. The patient was stated on eliquis and metoprolol. The patient was cardioverted on (B)(6) 2026 and was successfully returned to normal sinus rhythm.